Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm, and the product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.